Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the 90% stenosed, mildly calcified and mildly tortuous distal right coronary artery (drca). The balloon of a 2.0x12mm nc trek neo balloon dilatation catheter (bdc) was inflated for 5 seconds. During the first inflation at 6 atmospheres, the balloon ruptured. A 2.00 x 12mm mini trek bdc was advanced and the balloon inflated for 4 seconds to 5 atmospheres; however, also ruptured. Lastly a 2.0x20mm mini trek bdc was advanced and the balloon inflated for 4 seconds, the balloon ruptured at 5 atmospheres on the first inflation. The procedure was completed with a sapphire bdc without reported issue. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.